Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The nurse informed that the patient had been off sedation but neurology status was non-focal/unresponsive. The patient went for a computed tomography (CT) scan and was found to have a small subarachnoid hemorrhage. The patient with thrombocytopenia received a platelet transfusion and now platelets are greater post -transfusion. The patient was still off anti-coagulation for now. The patient is to obtain serial CT scans to decide plan of care/when to start anti-coagulation. The patient's outcome is stable.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No device was returned for investigation. Peri-procedural adverse event (stroke): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. (Thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
B2 death and date of death were added. B5 information was added. H1 revised to reflect death. H6 added health effect - impact code.

Event description:
Care was withdrew. The device was explanted and outcome at explant was noted as expired.